Event description:
Out patient here for stress echocardiogram. Pre images were successfully taken and saved. Physician reviewed the images. Pt. Then finished walking on treadmill and was ready for post images, which are usually taken within 2 minute time frame before pt's heart rate drops. Machine froze and wouldn't do anything. Md was in the room during the procedure and aborted the test. Test was incomplete.